Event description:
On 04/24/1999, the facility's surgical services department informed the distributor's sales rep of the following: the device was leaking and as a result, was explanted on 04/21/1999. No further details were provided.